Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The cable passed visual and mechanical inspection with no anomalies observed. Continuity tests ok, no intermittent connection was found when cable was bent or manipulated. Connections were not shorting out between themselves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after connecting the cable to a catheter the physician observed incorrect signals. Changing out the cable resolved the issue. The cable was returned. No patient complications have been reported as a result of this event.